Manufacturer narrative:
One device was received for evaluation for the complaint that during infusion the pump displayed error code and stopped infusing during patient use, the error indicates a major hardware fault potentially related to the main board or air detector sensor. The review of event log found that system fault 46822 occurred 140, 867 on log # 30660. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found bubbled dso seal. The customer did not experience any errors during the testing procedure of the pumps. The reported complaint of 46822 is confirmed in log but could not be replicated and the probable cause is failure on main board.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion the pump displayed error code and stopped infusing during patient use, the error indicates a major hardware fault potentially related to the main board or air detector sensor. Customer did not experience any errors during the testing procedure of the pumps. There was patient involvement and no reported harm.